Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. A replacement charging system did not resolve the issue. The patient is no longer receiving stimulation. The issue has been confirmed by the abbott representative

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced.